Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). The hcp reported that the patient wasn¿t able to turn stimulation on. The hcp reported that the patient indicated that the device didn¿t work well and hadn¿t turned the stimulation on for 7 years. No further complications were reported.